Manufacturer narrative:
H10: additional manufacturer narrative: partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial, or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute ventricular dysfunction and/or death. The root cause of this event was determined to be due to procedural related factors. The subject device is not available for evaluation per the customer. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 3300tfx23mm was explanted at implant from the aortic position due to concerns over coronary artery occlusion. The surgeon initially performed an upper hemisternotomy. Magna ease sizer was used. The sizer was parallel to the plane of the annulus and was correctly sized. The 23 sizer fitted very comfortably. Both the cylindrical end and the replica end of the sizers were used. After the 23mm perimount magna ease was implanted and the cross clamp was removed, the ECG was abnormal with wide qrs and ischaemic st segment. The heart was paced and after a period of reperfusion the ECG morphology improved and an unsuccessful attempt was made to come off cardiopulmonary bypass. After further reperfusion, the ECG normalised and converted into sinus tachycardia. Cardiopulmonary bypass was discontinued easily this time. Just before starting to close, the patient became hypotensive and bradycardic with wide qrs and again ischaemic st. Pacing, vasoconstrictor, adrenaline and calcium boluses were given with no effect and the blood pressure continued to drop. The incision was converted to full sternotomy and direct cardiac massage was started with good output on the arterial trace. The vf developed and multiple shocks were ineffective. Emergency cannulation was performed and cardiopulmonary bypass was restarted. The aortotomy was reopened and the coronary ostia were inspected. As reported, there was no any difficulty visualizing the coronary ostia after seating the valve and tying the sutures but they were very close to the valve. As per medical opinion, the coronary sinuses were relatively small and too flat in this patient, hence the obstruction. The valve was explanted and a 3300tfx21mm valve was successfully implanted. After the second implant, the surgeon elected to close the aortotomy with a patch to enlarge the root, without enlarging the annulus. The patient's outcome was noted as excellent and discharged home.